Event description:
Arjo was informed by a customer representative about an event involving a citadel plus bed frame. It was indicated that the bed platform raised unintended without any command given by a device operator. No injury no other medical consequences were reported.

Manufacturer narrative:
Arjo was informed by a customer representative about an event involving a citadel plus bed frame. It was indicated that the bed platform raised unintended without any command given by a device operator. No injury no other medical consequences were reported. The bed frame was evaluated by an arjo representative. The reported issue was not duplicated at time of the bed¿s inspection. The device worked according to its specification. It was clarified that the alleged unintended up movement occurred when the nursing staff was getting patient out of the bed, the patient¿s leg was somehow pressing against the bed up function on the side rail control panel. The citadel plus beds are equipped in a lockout button located at attendant control panel (acp) which can be used to prevent operation of the controls. According to the citadel plus instruction for use (831.374) ¿lock-outs bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ in the investigated event the function was not used, the accidental contact with the up button activated the bed movement. The citadel plus device was used for a patient treatment when the unintended movement occurred and from that perspective it played a role in the reported issue. The device inspection confirmed that the bed was met to the specification. The alleged movement occurred after the unintentional activation of the up function. No adverse outcome was reported.